Event description:
It was reported that there was an infection, the type was unknown. It was unknown if a culture was taken or if antibiotics treatment was necessary. Patient had required hospitalization on (B)(6) 2012 and (B)(6) 2013. Hospitalization, replacement, explant and surgical intervention were all required. There was a change of extension on (B)(6) 2012, explant of the stimulator on (B)(6) 2012 and explant of the lead on (B)(6) 2013 which had originally been replaced and then explanted. It was noted that this had seemed to be one infection that had continued and had led to complete explant of the system. The outcome was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that on (B)(4) 2012 there was no infection, no action, and no sign. On (B)(6) 2012, infection at the electrode level, cleaning on (B)(6) 2012 and the patient was discharged without general infection syndrome. On (B)(6) 2012, there was infection at the stimulator and electrode level; ablation stimulator, electrode maintenance, discharged without general infection syndrome. On (B)(6) 2013, there was an infection at the electrode level; electrode ablation, no suppurate but granuloma during intervention. No additional information was available.

Manufacturer narrative:
Concomitant products: product ID 39565, lot # unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID neu_unknown_ext; lot # unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event resolved.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the site confirmed that the patient only had 1 infection. The site clarified that on (B)(6) 2012 there was no sign of an infection. On (B)(6) 2012 there was an infection at the electrode level. Cleaning occurred on (B)(6) 2012 and the patient was discharged without general infection syndrome. On (B)(6) 2012 there was an infection at the stimulator and electrode level which resulted in ablation of stimulator and electrode maintenance. The patient was discharged without general infection syndrome. On (B)(6) 2013 there was an infection at the electrode level which resulted in electrode ablation, no suppurate but granuloma during intervention. The patient was hospitalized from (B)(6) 2015 until (B)(6) 2015.